Manufacturer narrative:
Complaint conclusion: a saber balloon catheter (rx 4mm x 30cm x 155cm) ruptured at four atmospheres (4atm) during its initial inflation and leakage of contrast media was confirmed. Slight resistance was encountered while crossing the lesion. Initially, a cross over approach had been made from the common femoral artery to the lesion in the superficial femoral artery using a non-cordis guiding catheter. A non-cordis guidewire crossed the lesion and an ivus checked the lesion and confirmed diffuse calcification. The device was replaced with another balloon catheter of the same size to continue the procedure. A non-cordis indeflator was used for inflation. A smart stent was implanted to complete the procedure. There was no patient injury reported. The device was clinically used. The product was not returned for analysis. A product history record (phr) review of lot 82153637 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of diffuse calcification may have contributed to the reported event. It is known that calcification may cause damage to balloon material. According to the warnings in the safety information in the instructions for use ¿prior to angioplasty, the catheter should be examined to verify functionality and integrity, and ensure that its size and shape are suitable for the specific procedure for which it is to be used. Do not use if product damage is suspected or evident. To reduce the potential for vessel damage or the risk of dislodgement of particles it is very important that the inflated diameter of the balloon should approximate the diameter of the vessel just proximal and distal to the lesion. The balloon dimensions are printed on the product label. The compliance table incorporated with the product shows how balloon diameter increases as pressure increases. Do not exceed the rated burst pressure recommended on the label. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization. Pressure in excess of the rated burst pressure can cause balloon rupture and potential inability to withdraw the catheter through the introducer sheath. Balloon rupture can cause vessel damage and the need for additional intervention. Use only the recommended balloon inflation medium (a 50/50 mixture by volume of contrast medium and normal saline). Never use air or any gaseous medium to inflate the balloon.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a saber balloon catheter (rx4mm30cm155) ruptured at 4 atmospheres (atms) during its initial inflation and leakage of contrast media was confirmed. Slight resistance was encountered while crossing the lesion. The device was replaced with another balloon catheter of the same size to continue the procedure. Initially, a cross over approach had been made from the common femoral artery to the lesion in the superficial femoral artery using a non-cordis guiding catheter. A non-cordis guidewire crossed the lesion and an ivus checked the lesion and confirmed diffuse calcification. A non-cordis indeflator was used for inflation. A smart stent was implanted to complete the procedure. There was no patient injury reported. The device was clinically used and has been discarded due to hospital regulation, so will not be returned for analysis.